Manufacturer narrative:
(B)(4).

Event description:
It was reported the device presented to the hospital for a generator changeout when the device had prematurely reached elective replacement indicator earlier than expected. The device was explanted and replaced. The patient will continue be monitored. The patient was reported with normal sinus rhythm.

Manufacturer narrative:
(B)(4). A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
The reported event of premature depletion was confirmed by analysis. The current drawn by the device was found to be high. However, the high current was lost during analysis and the anomaly was found to be intermittent. The cause of the high current could not be determined.